Event description:
Customer reported machine trip ground fault breaker. Customer reported being shocked when breaker was reset. Technician reported a burnt smell coming from machine. 2006- the customer reported replacing 20 amp electrical plug, electrical cord and noise suppression filter.

Manufacturer narrative:
The customer technician ran a two hour simulated therapy without alarms or problems. The customer performed electrical safety checks including patient leakage test before returning machine to dialysis floor. No specific conclusions can be drawn.